Event description:
It was reported by the patient and their relative that they have not been feeling well and went to the hospital where they had an magnetic resonance imaging (MRI). When programmed to MRI mode, they reported they "felt sick right away and couldn't breathe".  The patient states they did complete the MRI and they "haven't felt good" and have had seizures and "a lot of other issues and didn't think to tell them". The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.